Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath to treat a left atrial appendage (laa). The patient's activated clotting time (act) level was 482 seconds. Heparin was administered. The occluder was implanted. On (B)(6) 2025 the patient was found unresponsive with bleeding from the head and was transported to the hospital. Intracerebral hemorrhage was confirmed. The patient was discharged on (B)(6) 2025. Abnormal behavior was observed with the patient, prompting a follow-up visit to the hospital on (B)(6) 2025 where a subacute cerebral infarction was discovered. Per the physician, the infarction may have already occurred by (B)(6) 2025 but this was not confirmed. A transesophageal echocardiogram (tee) confirmed there was no device-related thrombus on the occluder. The patient was discharged from the hospital and was prescribed low dose direct oral anticoagulant (doac) therapy consisting of 15 mg with lixiana and 50 mg of clopidogrel. The patient status was stable.

Manufacturer narrative:
An event of hemorrhage and subacute cerebral infarction was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention was result of medication administered (oral anticoagulant (doac) therapy). There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath to treat a left atrial appendage (laa). The patient's activated clotting time (act) level was 482 seconds. Heparin was administered. The occluder was implanted. On (B)(6) 2025 the patient was found unresponsive with bleeding from the head and was transported to the hospital. Intracerebral hemorrhage was confirmed. The patient was discharged on (B)(6) 2025. Abnormal behavior was observed with the patient, prompting a follow-up visit to the hospital on (B)(6) 2025 where a subacute cerebral infarction was discovered. Per the physician, the infarction may have already occurred by (B)(6) 2025 but this was not confirmed. A transesophageal echocardiogram (tee) confirmed there was no device-related thrombus on the occluder. The patient was discharged from the hospital and was prescribed low dose direct oral anticoagulant (doac) therapy consisting of 15 mg with lixiana and 50 mg of clopidogrel. The patient status was stable.